Event description:
Malfunction on the pump was reported by the caller, and there was confirmation that no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact support again if similar issues arise.